Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted that the outer and inner member were stretched and separated proximal to the proximal seal, there was a hypotube separation distal to the end of the strain relief tubing and there were multiple bends and kinks to the visible portion of the hypotube. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted stretched and separated outer and inner member proximal to the proximal seal and the hypotube separation. However, factors that may contribute to a shaft and/or hypotube separation may include, but not limited to, manufacturing damage, interaction with the anatomy/stent, user attempts to remove the device against resistance, shaft becomes kinked and user attempts to straighten, physician applies excessive force against resistance or handling of the device during packaging for return of the device to abbott vascular. The noted bends and kinks appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek rx is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous lesion in the circumflex artery (cx). The patient presented with an inferior st-elevation myocardial infarction and stent thrombosis in an anomalous cx. The patient had multiple layers of stent and a full metal jacket in the cx. Pre-dilatation was performed with an unspecified small size balloon and good flow was achieved. A comment was made during initial inflations that it was difficult to see the balloon inflate, and a request to increase the contrast mix was made, however it remained at 50:50 concentration. A 3.5x30mm trek rx balloon dilatation catheter (bdc) was inflated to 18 atmospheres with no concerns. After use, an attempt to deflate the balloon was made; however, it would not deflate, and double negative was performed. The bdc was gently pulled and the shaft separated from the balloon. The separated balloon remained in the ostium of the cx. A trapping balloon was used to attempt and remove the separated balloon, but the balloon would not dislodge. An unspecified 1.5mm balloon was able to pass below the inflated balloon, gently inflated, and was able to dislodge the separated balloon. Again, a trapping balloon was used and successfully remove the separated balloon from the anatomy. During the procedure the patient had chest pain and st elevation. The chest pain resolved after the balloon was removed and the st elevation was treated with the restoration of flow with other unspecified balloons. A final angiogram was performed, and no additional adverse events were documented, and the patient continues to be okay. A clinically significant delay in the procedure was reported. Additional information: the return device analysis identified an additional device was returned. A 2.5x20mm rx trek balloon catheter was returned with the outer and inner member stretched and separated 21cm proximal to the proximal seal. There was a hypotube separation 8.5cm distal to the end of the strain relief tubing. No additional information was provided.